Event description:
It was reported the thicker stylets could not be fully inserted into the lead, both bent and straight. Both stylets inserted fine until reaching the first distal electrode. It appeared that the plastic was displaced / not fully aligned at the very place where the stylet would not go any further. The thinner straight and bent stylets could be inserted fully into the lead without any problems but the physician wanted to use the thicker stylets for steering purposes. Another trial lead was used and everything worked fine. The lead was to be sent back for analysis. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. Product ID: 387360, product type: screening device. (B)(4).